Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product.

Event description:
It was reported that stent dislodgment occurred and removal difficulties were encountered. A 2.25x32 mm promus premier stent was advanced for treatment. However, the stent embolized from the obtuse marginal in the duel ostium left system. Upon removal of the entire system, the stent inadvertently snagged the over-hang of a 3.5 promus premier stent in the left main artery. The physician attempted to remove the devices but both stents could not be pulled into the sheath and remained in the femoral artery. A contralateral approach was performed with a non-bsc self-expanding stent that was placed to cover both stents in the femoral artery. The section was post-dilated and the procedure was completed. No further patient complications were reported.